Manufacturer narrative:
There is no evidence of a device malfunction . The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to inadequate air removal during prime or air entering the system when making pt connections. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
An arterial air alarm occurred at the start of a routine hemodialysis treatment which could not be resolved. The operator disconnected without performing rinseback, resulting in an estimated blood loss of 190cc. The pt was started on epogen 15,000 units 1x/week per protocol for decreasing hgb level. No other medical intervention was required.